Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome, spinal pain, failed back surgery syndrome and lumbar radiculopathy. The patient reported that her previous rechargeable ins ¿never held a charge.¿ the patient reported that after 13 hours charging the ins, she would maybe have half a charge. The patient reported that she didn't want to charge for 13 hours and only get half a charge. The patient reported that they decided to switch her out to a battery that didn't have to be recharged. The patient reported that it was the ¿very first time she tried to charge.¿ the patient reported that she thought she was doing something wrong and was going back and forth with a manufacturer¿s representative (rep) from the very beginning. The patient reported that the manufacturer sent her a new recharger, but it made no difference. The patient didn't know a date but stated it was ¿from the very beginning.¿ the patient reported that that the healthcare provider (hcp) told her they were just going to replace her rechargeable ins with a non-rechargeable ins. The patient reported that she should have been given a rechargeable ins that works. The patient reported that she probably had the rechargeable ins placed with a full charge and since she didn't use high settings with her rechargeable ins, it had to have been ¿approximately within the first month of being implanted¿ (a month or six weeks after getting implanted, the patient first complained about the rechargeable ins). The patient reported that a rep came out and was told of the issue to try and help the issue. The patient reported that the rechargeable ins ¿never worked¿ properly. No further complications were reported.